Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the nose cone partially detached from the catheter and the physician was able to pull out the device in once piece. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hawkone was returned. No ancillary device were included. The hawkone was inspected and found the housing was fractured and stretched out distally as the area of the proximal edge of the coiled segment and distal the anchor pocket. The housing was separated by approximately 0.7cm. It should be noted an approximate 90 degree bend of the torque shaft beneath the strain relief was noted. The fracture of a coil was observed under microscope. Dried blood was observed at the area of the fracture and exterior of the device. One coil segment remained attached to the cutter window housing portion of the distal assembly, but was stretched out distally. The proximal end of the guidewire tubing was inspected and found a tear. The tear remained at the proximal area of the guidewire tubing of the housing. A zipper tear to the hole segment was not observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with a non medtronic 6fr sheath and guide wire to treat a severely calcified lesion in the left mid to distal sfa with chronic total occlusion (cto-100%). The vessel diameter and lesion length are 6mm and 160mm respectively. The lesion was a tortuous and difficult bifurcation. IFU was followed during preparation, procedure and post procedure. It was reported that the guide wire advancement difficulty occurred. The device was advanced over a bifurcation. The guide wire was hydrated at preparation. Severe resistance was felt during advancement. The hawkone device was advanced for the first could of passes, it was removed to flush, then device would not advance without resistance up and over the sheath. It was pulled back to remove from body and more resistance felt, had to pull the sheath back and device finally came out, nose cone was detached from catheter. During same procedure, physician attempted to implant an everflex entrust stent in same bifurcated lesion along with a non medtronic 6fr sheath and .035 guide wire. The device was prepped per IFU with no issues identified. There was no damage noted to packaging or issues when removing from hoop/tray. It was reported that partial deployment issue occurred. There was no damage to the deployment mechanisms or device handle. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed before deployment. The lesion was pre dilated with a 4mm balloon. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. It was reported that the stent would not deploy anymore past initial first rotations of wheel. Physician had to open the lock wheel mechanism plastic portion of stent and pin and pulling to deploy. The stent was over extended and elongated during deployment. There was no patient injury reported against the 2 devices.